Event description:
The customer reported that the family of a pt entered the room and found the pt in distress. The customer states that the staff and physician did not hear any audible alarms at the central station.

Manufacturer narrative:
The customer reported that the staff and physician did not hear any audible alarms, at the central station, alerting them to a pt's distress. Based on the info available, the pt had hypotension and experienced a dysrhythmia. The pt subsequently died . The abnormal arrhythmia was not immediately detected by staff, but by the pt's family when they entered the room. We will consider that the delay in treatment to a critical event due to staff not being aware of the pt's condition and not hearing alarms was a factor in this incident. Post incident device testing by the customer's biomed showed that the device was operating to specifications. User error cannot be ruled out as a contributing factor in this incident. Data logs were received and analyzed showing that there were red alarms repeating from 13:11 until 14:11 which supports that the pt's alarm condition continued for 30 mins without intervention. A philips field service engineer (fse) went onsite to test the monitor, however the monitor could not be located. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted upon the completion of the investigation.